Event description:
It was further reported that a hematoma was identified on the left groin site at the insertion of the impella sheath. Manual pressure was been applied to site along with markers made to outside edges of hematoma. Heparin was held due to elevated partial thromboplastin time (ptt)and patient was given1 unit of blood products given. Patient received 2 more units of blood products and hemodynamics improved with no bleeding issues.

Manufacturer narrative:
The investigation for the reported thrombus and the access site bleed has been completed. No product was returned. Clinical information was sufficient to determine the root cause of the thrombus. The cause of the thrombus issue was patient condition related per clinical review. The cause of the access site bleeding issue was not determined due to insufficient clinical information and since product was not returned. Abiomed does not recommend evaluating based on ptt values. Section h6: the health effects clinical code and impact code were inadvertently left out in the initial report which has been added to this report.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 66-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had a support ongoing with a cp when after five days the pump was explanted. The pump support had been successful despite bleeding issues that prompted the team to hold anticoagulation. The pump was explanted and at the time of explant there was thrombosis seen. The clot was evacuated with vascular surgery performing penumbra and endarterectomy.